Event description:
Company rep reported that nurse was injecting pt with pen needle and needle broke off in pt. The needle was removed surgically.

Manufacturer narrative:
Eval summary: issue: needle break off in use. Test/investigation carried out: the 42 sealed samples were returned. The 10x visual analysis. DHR review. Results: thirty samples were inspected by 10x and no mfg related defects were observed. As our analysis of the returned samples could not replicate the defect reported, we could not validate the customer's complaint. It is our policy at becton dickinson to carry out full and detailed investigations of all product incident reports. Unfortunately, we cannot be certain of the exact cause of the problem encountered by the customer without the offending sample to examine. No related incidents during the MFR of this lot and no other customer complaints received against this lot number but bd will monitor should a trend arise.